Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During procedure (right total hip revision), the tip of the mcreynolds distal stem adapter (6260-6-090) threads broke off in the top of the stem as the doctor was screwing in the top of the accolade tmzf to remove. There was a slight delay in surgery. The doctor had to request a set of vice grips to attach to the stem in order to remove it.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular adaptor was reported. The event was confirmed. Examination of the device confirmed the event and determined the device fractured from bending overload condition. Not performed as no medical records were received. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There have been no other events for the referenced lot. The investigation concluded that the examination of the device indicated the threads fractured from bending overload condition. If additional information becomes available, this investigation will be reopened.

Event description:
During procedure (right total hip revision), the tip of the mcreynolds distal stem adapter (6260-6-090) threads broke off in the top of the stem as the doctor was screwing in the top of the accolade tmzf to remove. There was a slight delay in surgery. The doctor had to request a set of vice grips to attach to the stem in order to remove it.